Manufacturer narrative:
Testing an investigation found evidence of smoke with charring and melting around the ac receptacle. This was due to a short circuit caused by fluid spillage. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The customer contact reported smoke coming from the ac receptacle when the device was connected to the ac power supply, and a burning smell was noted. No specific details were provided. There were no reports of adverse pt events or delays in critical therapy while the device was in clinical use. No add'l info was provided.